Manufacturer narrative:
One 72201491 ultra fast-fix curved needle delivery system received. The blue split cannula was returned covering the needle. The white depth limiter is attached. It was trimmed too short for the application. It is trimmed back beyond the tip of the blue inner sheath. T1, t2 and suture were not returned. The needle is slightly bowed and twisted at the distal tip. Twisting or bending of the needle track may encourage release of t when not intended. Twisting or bending of the needle track can interfere with advancement and release of t's. The manual advancement lever was positioned fully forward. Advancing the lever fully in one motion may prematurely release t2. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that during a meniscorrhaphy surgery, when t1 pierced meniscus and was backout, t2 fell off. Planer tool was used to clean and then other device was opened, but same matter appeared. A backup device was available to complete the procedure with no major delay or patient injuries.